Event description:
The pt reported that in 2008 the infusion device stopped in the middle of bolus delivery without displaying an error message. The pt was transported to the hospital by ambulance. The pt's blood glucose values and treatment received at the hospital were not provided. The pt discontinued use of the infusion device. No further info is available. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.